Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/29/2020 h.6. Investigation: customer returned five (5) loose 31gx8mm, 0.5ml bd insulin syringes. Consumer reported that needles were dull and plunger rod was difficult to move during injection. All five returned syringes were examined, then tested for point geometry, outer diameter and lube coverage, (specs: outer diameter for 31g cannula: 0.0100¿- 0.0105¿) and the following was observed: data: point outer diameter (in.) Lube sample 1, good, 0.0104, good, sample 2, good, 0.0103, good, sample 3, good, 0.0103, good, sample 4, good, 0.0101, good, sample 5, good, 0.0101, good, all five syringes tested within specification. Next, all five syringes were tested for plunger rod movement: all five plunger rods were able to move properly. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. Unable to perform a DHR review for npi needle dull and plunger difficult to move due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Event description:
It was reported that the unspecified bd¿ syringe plunger was difficult to push during the injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported from other boxes hard to push plunger when injecting"

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Occurrence: unable to perform complaint lot history check for npi needle dull and plunger difficult to move due to unknown lot number. A review of all risk management documents for the product family of the device involved in this complaint (syringe/safety syringe, npi needle dull, plunger difficult to move) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd¿ syringe plunger was difficult to push during the injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported from other boxes hard to push plunger when injecting."